Event description:
It was reported that the product was contaminated. During preparation of a 6.0mm x 18mm x 150cm express sd stent, it was noticed that the product touched an unsterile field. The device was not used inside the patient's body. The procedure was completed with another of the same device. There were no patient complications.